Event description:
It was reported that during a laparoscopic paraesophageal hernia repair, the surgeon used the shear for the entire case until it appeared to stop cutting; the surgeon removed the instrument and the scrub tech cleaned the device. He found that the active blade was broken in half. He found the piece that was broken off on the mayo stand. A second shear was opened and the surgeon completed the case.

Manufacturer narrative:
H6: broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder of the blade was noted to have scratches everywhere, along with a hot spot and gouges at the location of the broken blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."